Event description:
The nurse went to open an anterior hip pack (dynj83420a) and the whole inside was wet. The package is unopened.

Manufacturer narrative:
It was reported that the nurse went to open an anterior hip pack (dynj83420a) and the whole inside was wet. The package is unopened. Pulled from or and brought down to supply chain. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.